Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter, the pt's father, reported the pt had obtained very erratic blood glucose readings since (B)(6) 2010, ranging from 40 mg/dl to 400 mg/dl. The pt did not report experiencing any symptoms of high or low blood glucose levels, and did not seek any medical attention. On an unspecified date, the pt noted the insulin cartridge was leaking and the pump's cartridge compartment was wet.